Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak located on the front side of the bag between the manual add port and spike port. A leak of this magnitude would have been immediately obvious if present during bag filling. Magnified inspection of the leak location identified a cut with a scratch extending past the leak and upwards along the front face of the bag. Based on evaluation findings, in addition to the customer report of the leak being identified in the hospital service but prior to patient administration, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered before the administration process. This report documents no patient involvement or adverse events. No additional information is available.